Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the left ventricular (lv) lead was difficult to advance into the vein. When the lv was removed out of the patient's body, it was found that the lv lead was too stiff that the it did not return to original shape. The lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. There were no patient consequences.